Event description:
Patient's PICC line noted to be infusing poorly. Atempt made to irrigate device - on third attempt PICC line irrigated with ease but a "pop" was heard when solution was instilled. 1-1/2 degree later, there was leaking noted at the insertion site. When dressing removed, seperate of distal end from proximal portion of catheter was noted, with proximal portion requiring surgical removal; no complications. A travenol labs flo-guard infusion pump (without apparentr malfunction) was connected/operating with the catheter at time of the eventdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.